Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was not open while recovering storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed to open. The field service engineer (fse) ran hardware test application, during which the drawer remained closed. The drawer was manually released, and debris was removed from under the pockets. The device was powered down, and the latch sensor was reinserted back into the bracket. The drawer was then tested in hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.